Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The serial number for this investigation is unknown. The latest labeling revision will be reviewed (baw2800548 revision 1). The instructions-for-use under baw2800548 revision 1 and baw2800424 rev. 1 (operators manual addendum) are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted they had been trying to get their patient to normothermia for several hours in an arctic sun device. They have decreased the targeted temperature (tt) from 37c to 36.1c. They had also placed two probes and confirmed they were correlating. This was the second device where has had the same issue. Patient temperature (pt) was 37.9c, targeted temperature (tt) was 36.1c, water temperature (wt) was 6.9c, flow rate (fr) was 2.8lpm, medium pads were used, patient weight 72kg, bair hugger in place, but not on. They were planning to turn this on. Explained the device was responding appropriately and discussed possible causes of heat generation. Suggested they speak to hcp to treat heat generation and keep a close eye on the skin in the meantime.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted they had been trying to get their patient to normothermia for several hours in an arctic sun device. They have decreased the targeted temperature (tt) from 37 c to 36.1 c. They had also placed two probes and confirmed they were correlating. This was the second device where has had the same issue. Patient temperature (pt) was 37.9 c, targeted temperature (tt) was 36.1 c, water temperature (wt) was 6.9 c, flow rate (fr) was 2.8 lpm, medium pads were used, patient weight 72 kg, bair hugger in place, but not on. They were planning to turn this on. Explained the device was responding appropriately and discussed possible causes of heat generation. Suggested they speak to hcp to treat heat generation and keep a close eye on the skin in the meantime.